Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the testing instrument in question on 10apr2018, and determined that the red blood cell monolayers were as expected, well fills and rois were as expected, the flatfield was acceptable, and there were no errors during processing. Additionally, the test well images in question were visually weakly positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 12apr2018, and the fse cleaned the washer manifold, cleaned the lls board, cleaned the mirror and replaced the cube tubing and the filter/quick disconnect. Subsequently from this fse work, the fse determined that the instrument was then operating as expected. (B)(4).

Event description:
On 10apr2018, a customer site reported an unexpectedly negative compatible crossmatch when tested on a galileo neo instrument, when tested on (B)(6) 2018.